Event description:
The MFR received info from a dialysis facility that an arterial extension tube separated from the "y" hub, causing blood to spray on the nurse's face. Then pt had tested hiv positive. The separation occurred as the nurse was flushing the catheter lumens prior to dialysis. The extension tube-"y" hub connection is a friction fit, typically requiring in excess of 100 psi to cause the tubing to separate. According to the facility reporter, the extension tube was reinserted on the "y" hub and the catheter remains in use.